Manufacturer narrative:
This device is expected to be explanted, and returned for analysis. This report will be updated upon the completion of the investigation.

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. Technical services checked the disk analysis and were able to confirm premature battery depletion, and recommended replacement within 90 days. No action has been taken at this time, and no adverse effects to the patient were reported.

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. A ts consultant reviewed disk analysis, and was able to confirm premature battery depletion, and recommended replacement within 90 days. Subsequently, this device was explanted and replaced. No additional adverse effects to the patient were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.